Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 16 mm from the distal end. Scratches were observed on the surface of the probe, and the coating of the same area was peeled off. Upon confirmation the broken surface of the probe, it was discovered that progression of cracks from the scratched area. The tissue pad in the grasping section was worn away. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the probe was contacting a metal object or surgical instruments during the output activation in seal & cut mode. 2) the coating of the probe peeled off due to ultrasonic vibration. Also, this caused the probe to have scratches. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4)during the operation, a load was applied to the probe and it broke. ¿despite the output activation, the tissue could not be cauterized¿ could not be determined. It is presumed that the wear of the tissue pad was caused by the following causes. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a lower anterior resection using the subject device, the following event occurred. The operator activated output but felt that the sealing capability of the device was low. The probe was broken off when the user cleaned the subject device outside the patient. The tissue pad of the device was worn. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.